Event description:
It was reported that during a photoselective vaporization of the prostate procedure, when the fiber was connected to the console they found that the guide light was coming out of the fiber tip. At the time, the fiber had not been used inside the patient. The fiber was not used and was replaced. A second fiber was used to complete the procedure without any complications to the patient.

Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Manufacturer narrative:
Iinvestigation summary: with the available information boston scientific concluded that the reported forward firing was not confirmed as analysis found there were no failure or defects with the returned fiber. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of forward firing as analysis did not identify any failure or defects in the fiber. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis was unable to identify any defects. No devitrification was observed at the total internal reflection (tir) surface. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The fiber connector passed the segment verification test. The control knob is attached and aligned with the fiber and can rotate the fiber as designed. Labeling review: the device instructions for use (IFU) was reviewed. The IFU included detailed warnings for setup, inspection, and use of the device and provides multiple warnings for the user to prevent a fiber break or improper energy output. Additionally, the IFU warns the user that damaged fibers should not be used, and prior to the procedure the fiber should be inspected for visual damage. Investigation conclusion: analysis of the returned device did not identify any damages that could have caused or contributed to the reported forward firing. Therefore, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, when the fiber was connected to the console they found that the guide light was coming out of the fiber tip. At the time, the fiber had not been used inside the patient. The fiber was not used and was replaced. A second fiber was used to complete the procedure without any complications to the patient.